Event description:
It was reported that this pacemaker was found to be in safety mode. It was recommended that this device be replaced. This device currently remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was recommended that this device be replaced. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced.